Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer took no action to address elevated bg. Declined troubleshooting customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.